Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D4, d9, d10, g1: physical manufacturer. H3, h4, h6: a review of the receiving inspection (ri) for minipolyaxial screwdriver was conducted identifying that lot number ag2038341 was released in a single batch on december 28, 2011 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. H3, h6: a product investigation was completed: visual inspection of the complaint device showed the tip of the screwdriver was twisted and worn. The devices were also received with only one sleeve assembly and one outer driver assembly. It is unknown to which received device these belong to. The condition of the device is consistent as an end of life indicator for the device. The received condition is consistent with the complaint condition thus the complaint is confirmed. A dimensional inspection was not performed due to the definitive finding of a missing component and post-manufacturing damage. The current and manufactured to drawings were reviewed; no design issues or discrepancies were identified. It is determined that the reusable instrument is worn from repeated use and servicing. The sleeve assembly and outer driver assembly were also missing. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Without a lot number, the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on an unknown date during the inspection of the mountaineer trays at the hospital, their polyaxial screwdrivers were worn out and needed to be replaced. This report is for one (1) mini-polyaxial screwdriver. This is report 1 of 5 for (B)(4).

Event description:
This is report 1 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.